Manufacturer narrative:
Customer returned insulin pump for alleged unexpected battery power loss and keypad unresponsive/button error alarm on (B)(6) 2021. The insulin pump passed the displacement test, active current test, sleep current test, self test and keypad voltage test. All buttons function properly. The test p-cap locks properly in place in the reservoir compartment noted. Thus was utilized and downloaded trace/history files properly. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file on (B)(6) 2021 at 4:00 and 4:10 but the insulin pump passed the keypad voltage test. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. In further full review of the device history a power loss alarm was found on (B)(6) 2021 at 4:34, which correlates with the power management graphs unloaded/loaded vaa, showing that the alarm occurred when the aa battery died. The following were noted during visual inspection: pillowing keypad overlay, scratched case and minor scratches on lcd window. In summary, customers alleged battery power loss and unresponsive keyboard was not confirmed. Device tested ok. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a power loss alarm. Customer stated that at time of incident they were sleeping and the buttons were also not working. Customer was unable to clear the alarm. Customer stated that buttons are not working it will not scroll up or down and the circle buttons just turns the screen on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.